Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during coil embolization of aneurysm, after the coil body was completely filled, the detachment wire was pulled out to detach the coil, and the pusher rod was withdrawn to find that the coil body was pulled out, and it was suspected that the coil was not successfully detached. After repeated adjustments, the coil was finally detached, and the tail of the coil body could only remain in the blood vessel. Later, a stent was used to remedy the situation, pressing the free coil body against the blood vessel wall. There was non-detachment. The physician did not try to detach with another instant detacher. There was a manual attempt at detachment via hypotube. There was no issue with the instant detacher. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) aneurysm with a max diameter of 4 mm and a 3.2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported they used manual detachment to detach. The coil was in the correct location after detaching. The coil moved after detaching. No instant detacher was used. 2 attempts were made with the instant detacher. Prior to coil non-detachment no issues encountered. The damage to the pushwire was observed after removal from the patient.